Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (494 mg/dl). Customer was treated with an insulin drip and saline. Troubleshooting was performed and pump passed delivery system check. Customer's health care professional increased basal setting on the pump.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.